Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris pump module smartsite blood infusion set was leaking the following information was received by the initial reporter with the following verbatim: it was brought to my attention from the infusion managment team this morning that 2 bd pump infusion blood sets was defective. The issue was that the slide clamps next to the bag spike were not blocking the fluid, therefore causing a leakage. The 2 defective blood sets have different lot numbers.

Manufacturer narrative:
The customer reported the slide clamps were not preventing flow, and returned two used samples of material: 2477-0007, lots: 23095014 and 23055210. These samples were sent in under related (B)(4), for which the closure letter has already been sent. There is no new information from the sample investigation for this complaint. Upon initial visual examination, the set had no defects or abnormalities. The set was then primed with water through both of the spikes, and flow was switched on and off using the slide clamps. Each time, the slide clamp was able to prevent the flow and the issue was unable to be replicated. The complaint was not verified.

Event description:
Material#: 2477-0007, batch number#: 24025753. It was reported by customer that bd pump infusion blood sets was defective. The issue was that the slide clamps next to the bag spike were not blocking the fluid, therefore causing a leakage. Here is the current information from the most recent leaking tubes. It appears to be the same. (B)(4) (17) 2027-02-06 (10) 24025753. It was brought to my attention from the infusion management team this morning that 2 bd pump infusion blood sets was defective. The issue was that the slide clamps next to the bag spike were not blocking the fluid, therefore causing a leakage. The 2 defective blood sets have different lot numbers.